Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding"), abdominal pain ("chronic abdominal pain"), alopecia ("my hair has not grown and is very thin"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, vaginal haemorrhage, abdominal pain, alopecia, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, headache, hypersensitivity, menometrorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: migraines, headaches, autoimmune disorder and hypersensitivity added. Case category upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding"), abdominal pain ("chronic abdominal pain"), alopecia ("my hair has not grown and is very thin"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, vaginal haemorrhage, abdominal pain, alopecia, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, headache, hypersensitivity, menometrorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date as per pif: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.